Manufacturer narrative:
(B)(4). Further information indicates the cause of this peritonitis event was related to use error/break in aseptic technique. On an unreported date, the patient was re-trained in proper aseptic technique for pd therapy. The patient reported she is carefully following aseptic techniques. The cause of this peritonitis was use error, as the report stated there was a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). The patient experienced peritonitis, manifested by stomach pain and cloudy effluent. The patient did not require hospitalization. On that same day, treatment was started with gentamicin (40mg everyday) and one dose of vancomycin (2gm once). Five days later, the gentamicin was discontinued. The next day, the patient received another dose of vancomycin (1.5gm once). The cause of the peritonitis was related to unspecified skin contact (onset not reported). The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. The problem was not confirmed, as there was no sample for evaluation. Therefore, the assignable cause could not be determined, as no device malfunction nor use error was identified during the report. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.